Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer called stating the head where the bristles were attached came off in his/her mouth while he/she was brushing his/her teeth; there was also a piece of metal that came off with it. No injury was reported.